Event description:
It was reported that during the procedure a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, smoke was coming from the permanent cautery hook instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.

Manufacturer narrative:
Based on the claim against the product by the customer noting smoke coming from the pch, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage at the yaw pulley. The instrument had thermal damage at the weld. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy and began arcing almost immediately on several attempts. Smoke was coming from the weld. Inspection of the silicone potting and conductor wire weld to hook base was performed by cutting distal clevis and removing conductor cap. The conductor wire was exposed but was still attached to the yaw pulley. The complaint regarding smoke coming from the pch was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: the probable root cause of the broken conductor wire is primarily attributed to device design, as conductor wire management issues can result in damage to the wire itself and the weld. The conductor wire is not properly constrained to the hypotube, and the non-round yaw pulley cap allows for the wire to escape or pinch. Damage to the instrument¿s conductor wire can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to dislodgement and pinching. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.